Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had an alert for atrial arrhythmia burden. Technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. Technical services provided reprogramming recommendations. This pacemaker remains in service. No adverse patient effects were reported.